Manufacturer narrative:
The date that the patient¿s symptoms of pain and inability to stand or walk for long periods of time began is unknown. Additional device product codes: mnh, mni, kwq and kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent level l2-5 decompression and transluminary interbody fusion (tlif) with matrix hardware implantation on (B)(6) 2012. A revision was performed on (B)(6) 2015 due to the patient having an accident in (B)(6) 2014 which resulted leg and back pain with increasing inability to stand or walk for long periods of time. The revision was not due to an expected progression of degenerative diseases. During attempted removal of a 6.0 mm titanium matrix polyaxial screw, part number 04.632.650, lot number unknown, and a titanium matrix locking cap 04.632.000 lot number unknown, at the left l5 pedicle, a t-handle t 25 stardrive shaft, 03.632.004, lot number unknown, broke. Another instrument was available to remove the parts. There was a 30 minute surgical delay reported. No further patient harm was reported. This report is 2 of 3 for (B)(4).